Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, upon implantation of the lens, the patient experienced a posterior chamber rent with vitreous loss. The iol was removed and replaced with another lens model to complete the procedure. Additional information has been requested.